Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a critically low battery with a blinking green charger indicator and a possible update failure message, while the patient¿s dexcom g6 reported a blood glucose of 131 mg/dl; after initial troubleshooting and consideration of charger replacement, the pump subsequently began charging and returned to normal operation with the battery at 90 percent. Symptoms included no adverse clinical effects. Outcomes included no injury, no hospitalization, and no interruption of therapy beyond brief troubleshooting. Investigation included customer support assessment, power/charging troubleshooting, and confirmation of device function after the event. Investigation of this case revealed normal device function restored after power cycling and recharging, consistent with a transient charging or software state anomaly, with no confirmed hardware malfunction of the charger or pump. It was concluded, based on previously established findings for similar reports, that the cause was likely user or environmental factors leading to a temporary charging communication issue.